Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation: failure analysis - the position of the cam when valve was received was at setting 3. Images were taken of the ¿as received¿ valve and are attached. The valve was visually inspected; a cut/tear in the silicone housing between the proximal connector and the needle chamber was noted. The valve was hydrated. The valve was leak tested and leaked from cut/tear in the silicone housing between the proximal connector and the needle chamber. The catheter was irrigated no occlusions noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. Root cause - the root cause for the issue reported by the customer is due to the cut/tear in the silicone housing between the proximal connector and the needle chamber. The root cause for the cut/tear in the silicone housing is probable due to user¿s error, as noted in the IFU, do not fold or bend the valve, folding or bending might cause rupture of the silicone housing, needle guard disc dislodgement or occlusion of the fluid pathway.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 1 of 2 reports linked to mfg report number: 3013886523-2022-00140. A physician reported a certas valve was implanted in a (B)(6) year-old female patient due to sah (subarachnoid hemorrhage) via l-p shunt on (B)(6) 2022 with setting 3. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj) and bactiseal peritoneal catheter (ID 823074-serial;unk). On march 11, the patient had disorientation. The pressure setting was changed with etk for fluoroscopy (3 to 2). On march, 17, the patient had disorientation. A shunt contrast was performed, but no obstruction was observed. On march 18, no improvement in symptoms was seen, the valve and peritoneal catheter were removed and replaced on (B)(6) 2022.